Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, an alert of ¿merlin.net was unable to process this transmission" was noted on the device. The patient presented in clinic. The alert was due to programming error which caused the device to go into backup mode with all therapies off. The device was reprogrammed to its previous settings without any issues. The patient was asymptomatic and did not experience any adverse consequences.